Manufacturer narrative:
This report is filed on july 23, 2019.

Event description:
Per the clinic, the patient experienced skin irritation at abutment site; subsequently the patient was treated with topical antibiotics. The implanted device remains.